Event description:
The customer reported to philips healthcare that the 12 lead data could not be read on the heartstart mrx. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.